Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient contact was reported. Additional information has been requested, however no additional information has been received to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported and depicted via photos received that the side seam of the sterile product broke.

Manufacturer narrative:
Complaint sample was not returned for review. Two (2) photographs were received. The first photograph shows gel on the outside of the tube but a broken seal cannot be seen. The second photograph depicts a gash in the tube similar to a crushing or cutting effect in the body of the tube, not along the seam. Investigation has been based on batch record review. All required specification was met and documented within the batch records. There were no discrepancies noted related to the reported event. Lean operating information system was reviewed and tube jams were found. However, it cannot be confirmed that this would impact the complaint issue. Preventative maintenance was completed to schedule. Machine logs were reviewed and there were no issues for this machine related to the reported event. Additional information received revealed that the product was stored in moderate moisture atmosphere and shaded from the sun. It was confirmed that there was no hard twisting while handling the tube. The tube was not stepped on and no harp instruments were used. It was noted that during routine use, the gel squeezed out from the seam of the body of the tube. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).